Event description:
Report received of an unrequested bolus does delivery. The pump was returned from clinical service to the maintenance department with an unsigned note that stated "dispensing morphine without pushing pendant". There was no tracking information (patient, nurse, or location) available. There was no adverse patient event. Though requested, there was no further information available.